Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not initially recorded, but may be received. The device history record for this oad lot number was not reviewed as the lot number is unknown. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and required surgical removal. The target lesion was located in the peroneal artery. The physician used a 0.018" seeker catheter and a csi viperwire guide wire to access the lesion. The oad was loaded onto the guide wire and advanced to the proximal edge of the lesion. The physician performed one run at low speed and one run at medium to treat the proximal segment of the lesion. During the first run at low speed in distal segment of the lesion, the crown got stuck and could not be moved proximally or distally. The csi viperwire guide wire was able to be moved freely through the oad driveshaft, but the crown remained stuck. Multiple attempts were made to remove the oad, but were unsuccessful. The patient was transferred to another facility for surgical removal of the oad. Requests for additional information have been made, but none has yet been received.